Event description:
It was reported that after the drug was put into the cassette and the air was let out, the cassette was leaking from the top. Per reporter, it was like the bag inside of the cassette had a hole in it. Reporter stated they noticed that the bags inside the cassette had been a little more wrinkled than normal and it was hard to see if all of the air was out of the bags. The event occurred during set up at the clinic. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: 7/28/2025. One used sample was received for evaluation. Visual inspection was performed. Functional testing was unable to confirm the reported problem. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.